Event description:
Tech connected ultrasound catheter to the ultrasound machine and doctor put catheter into patient's body, but the ultrasound catheter was not recognized by the ultrasound machine. Doctor removed the defective catheter from the patient and tech opened a new ultrasound catheter.